Event description:
It was reported the implantable loop recorder had greater than 2700 brady episodes due to undersensing qrs complexes. The undersensing occurs when the patient starts having a lot of pvcs. The sensitivity is already at the most sensitive setting of 0.025mv. Reprogramming discussed. It was also noted that the physician would like to see episode time and date on the actual strip itself, so that they do not have to refer back to the episode list to see time/date. It was further reported that the device exhibited oversensing. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the implantable loop recorder had greater than 2700 brady episodes due to undersensing qrs complexes. The undersensing occurs when the patient starts having a lot of pvcs. The sensitivity is already at the most senstive setting of 0.025mv. Reprogramming discussed. It was also noted that the physician would like to see episode time and date on the actual strip itself, so that they do not have to refer back to the episode list to see time/date. The device remains in use. No patient complications were reported as a result of this event.